Manufacturer narrative:
Date of event is estimated. Additional information has been requested and not yet received.

Event description:
It was reported the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
A patient is unable to turn any programs on was reported to abbott. It was determined the patient is also has ineffective stimulation due to high impedances. The patient is awaiting a system replacement. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.